Event description:
It was reported that during removal of the catheter, there was a separation of the catheter from the hub. The catheter remained in the child's arm and was able to be recovered by the nurse. No patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during removal of the catheter, there was a separation of the catheter from the hub. The catheter remained in the child's arm and was able to be recovered by the nurse. No patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during removal of the catheter, there was a separation of the catheter from the hub. The catheter remained in the child's arm and was able to be recovered by the nurse. No patient harm or consequence.

Manufacturer narrative:
(B)(4), the customer returned one 24 ga arterial catheter for analysis. Signs of use were observed inside the catheter body. Visual analysis revealed that the catheter body was severed directly adjacent to the juncture hub. Microscopic examination confirmed the separation and revealed that the edges of the separation were smooth and uniform. A small slit was also observed on the distal end of the juncture hub. Similar to the separation, the appearance of this slit seems consistent with damage due to contact with sharps. Additionally, due to the location and orientation of this slit, it appears that whatever damaged the juncture hub also damaged catheter body. The structure of the catheter body appeared functional. After performing dimensional analysis, it was discovered that the catheter length does not match the catheter length reported by the customer. The customer was contacted as part of this discrepancy; however, they were not able to clarify if the wrong material was returned or if the wrong material# was reported. The point of separation measured 2mm from the juncture hub. The catheter body total length measured 54mm , which is not within the specification limits of 25mm-29mm per the catheter product drawing. The catheter body outer diameter measured .77mm, which is within the specification limits of .76mm-.81mm per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured .5334mm, which is within the specification limits of .510mm-.560mm per the catheter extrusion product drawing. A device history record review was performed based on the material number reported and a potential lot number obtained from sales history. No relevant findings were identified. A device history record review could not be performed on the finished good for the returned device as it is not known and could not be obtained. The actual IFU provided within the kit from the returned device is not known as the finished good material#/lot# could not be obtained; however, the IFU from a similar kit was reviewed (sz-00520-106a), which states, "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The report of a separated arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter was severed towards the juncture hub. Microscopic examination confirmed the separation and revealed that the edges of the separation were smooth and uniform. A small slit was also observed on the distal end of the juncture hub. Despite the damage, dimensional analysis could not be accurately performed as the returned catheter does not match the dimensions of the reported catheter. The appearance of the separation appears consistent with damage due to contact with sharps; however, due to this discrepancy, the catheter dimensions cannot be verified. Based on the discrepancy with the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.